Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -4.5 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as device.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).